Event description:
It was reported that the right atrial (ra) lead threshold had been high for some time. After mitral valve surgery there was loss of atrial capture and intermittent atrial sensing. The device was programmed to vvi with ventricular sense response. The ra lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2012; 4196, implantable pacing lead, (B)(6) 2012. (B)(4).